Event description:
A distributor in (B)(6) reported that an rd900aeu neopuff infant resuscitator would not work correctly when connected to a gas supply. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional office in (B)(4), where it was inspected by a trained fisher & paykel healthcare service engineer. Results: the service report stated that the tube from the manifold had detached from the manometer. A lot check revealed one other similar complaint for lot date 140624. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The tube was connected to the manifold and tested based on the neopuff technical manual. The device was returned to the customer after passing the performance test.